Event description:
The ge oec 9800 fluoroscopy system had instermittent boot up issues.

Manufacturer narrative:
A ge oec service representative investigated the issue and found could not duplicate the malfunction. The system nodes were erased and the calibration and configuration files were re-downloaded. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.